Event description:
It was reported that the tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.